Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer's blood glucose was 140 mg/dl. The customer stated that she observed the issue when she started to eat breakfast and noticed that the device was acting weird. She stated that she went to bolus and pressed the act button to deliver it, but the button did not garner a response. She stated that she replaced the battery and the insulin pump responded a few times, but now the insulin pump was stuck in the fill cannula process. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump buttons functioned properly. However, corroded keypad trace was noted on the act button. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, cracked case at the display window corners and a missing end cap sticker.